Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment for and the outcome were not reported. It was not reported whether the patient was hospitalized for the peritonitis. On an unreported date, the patient was switched to hemodialysis therapy due to the peritonitis event. No additional information is available.